Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsv4b8) was returned for investigation. Visual evaluation of the as returned product identified signs of wear around the internal hex due to usage. Functional testing was performed using an applicable in-house abutment. The device failed to fully assemble with the abutment. Pre-existing condition noted on the per was high bone density ¿ type I. The device was being placed on tooth # 36 (fdi) when the incident occurred. Device history record (DHR) review for the lot (1221590) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1221590) for similar events and no other complaint about nonconforming products were identified. Therefore, based on the available information and functional testing, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. First/given name: unknown / not provided.

Event description:
It was reported that the implant hex connection was damaged during implant placement, doctor removed the implant and placed another one.